Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle (rv) lead exhibited noise over sensing. The rv lead was capped and replaced with a new lead on (B)(6) 2025. The patient was stable throughout.